Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, no delivery and motor tests. No motor error alarm noted. Device had minor scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed a motor error alarm during infusion set change. Customer stated she was on manual insulin injection and now is back on the insulin pump. Customer's blood glucose was 178 mg/dl. Customer reported keypad anomaly before but declined to replace the insulin pump. During troubleshooting, insulin pump was able to rewind. Found there were multiple motor error alarms in alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.